Manufacturer narrative:
Diopter: -09.5. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 -09.5 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. Low vault was observed on (B)(6) 2015. The lens was explanted on (B)(6) 2015. No other lens was implanted. See MFR. #2023826-2015-01650 for left eye.

Manufacturer narrative:
(B)(4). Device evaluation-lens returned dry in lens case/vial, with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Work order search-one similar complaint was reported for units within the same lot. (B)(4).